Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a johnson and johnson employee reporting on (B)(6) male consumer from the united states of america the medical history and the concomitant medications were not reported. On an unspecified date, the consumer accidentally swallowed band aid unspecified (lot number and expiration date unspecified). It was reported; it made a hole in his esophagus. On (B)(6) 2015, the consumer underwent surgery for the same. The action taken with the device use and the outcome of the event was unknown. A lot number was not reported therefore a batch record review or retain analysis could not be requested and a lot trend analysis could not be performed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.